Manufacturer narrative:
(B)(4). A third party service technician performed service. The ventilator was tested for six days. Investigation revealed that the battery was empty during the reported event which caused the shut down. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ltv 1000 device was shutting off. At this time, there is no information regarding patient involvement associated with the reported event.